Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2020-02329. It was reported that patient developed new foot pain after an implant procedure on (B)(6) 2020. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.